Event description:
(B)(4). It was reported that patient had congestive cardiac failure. In (B)(6) 2012, the patient presented with stable angina. The 75% new type b2, concentric with 16 mm long and 3.0 mm vessel diameter was located in the non diffused lesion moderately tortuous and severely calcified mid circumflex artery segment. The lesion was noted to have a significant bend <= 45. Target lesion was pre dilated, then a 3.00x16mm promus element drug-eluting stent was expanded in the lesion at 14 atmospheres. Subsequently, the stent was post dilated resulting in a restored timi 3 flow. Following post dilatation, residual stenosis was visually confirmed as 0%. In (B)(6) 2012, patient had congestive cardiac failure at distal left anterior descending artery. In (B)(6) 2013, a coronary artery bypass graft and other unspecified procedure were performed. In (B)(6) 2013, the event congestive cardiac failure was considered resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).